Event description:
It was reported by the plaintiff's attorney that "in or around (B)(6) 2001" the plaintiff was implanted with a "pelvic mesh product suspension device" to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff has suffered "serious bodily injury, extreme pain, erosion of her internal tissues, dyspareunia and other injuries" and "significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures and has sustained permanent injury" and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.